Manufacturer narrative:
Photographs, the smart card and kit were returned for evaluation. A review of the data on the returned smart card showed an alarm #7: blood leak? (Centrifuge chamber) and an alarm #21: air detector test failure alarm occurred before the treatment was aborted. Review of the customer supplied photograph verified the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls, and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. The base of the centrifuge bowl was examined, and it was noted that 3 of the 4 locating tabs were still on the bowl base. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the centrifuge bowl not properly locked into the bowl holder during installation of the kit by the end user. A material trace of the bowl assembly and its components used to build lot m129 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 31 may 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m129 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m129 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. Comp (B)(4) h.m. On (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 140 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and photographs for investigation.